Manufacturer narrative:
The reported field event of high impedance was confirmed. Analysis found impedance, sensing and pacing anomalies on the left and right ventricular channels. During analysis, the failure was lost and could not be reproduced. The cause of the high impedance could not be determined.

Event description:
During an initial implant procedure on (B)(6) 2023, it was noted that when the leads were inserted into the implantable cardioverter defibrillator (ICD). They would have high pacing impedance, but when the ICD was replaced, the leads pacing impedance were within normal range. It was suspected that there was an issue with the header of the ICD in question where it was difficult to insert the leads, but this was not confirmed. The ICD was not used, and a new ICD was successfully implanted. The patient was stable throughout the procedure.